Event description:
No additional event information received.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Reported issue: it was reported that the patient required suturing due to receiving a too deep of a graft. The event timing was during surgery. There was a surgical delay of a few minutes to open a new set. No additional consequences have been reported as a result of this malfunction. DHR and repair history review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was february 28, 2018 where it was reported that the device needed repair and the bearings, o-ring, spring seal, needle bearing, semi-circle bearings, vespel bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet, motor, motor sleeve, machined head, thickness control shaft, control bar, die cast lever, ball plunger, reciprocating arm, and fine adjustment cams were replaced. This is not a related issue. Technical review and physical examination: on (B)(6) 2019, it was reported that the patient required suturing due to receiving a too deep of a graft. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The customer also returned a hose and 1/2/3/4 width plates, for evaluation. Product review of the air dermatome by flextronics on may 21, 2019 revealed that the needle bearing was defective. The swivel was loose and the calibration was out of specifications at the zero setting only. The width plates were found to be defective and were returned to the customer defective. The motor speed was within specifications and the control bar was in the correct position. Repair of the air dermatome was performed by flextronics on may 22, 2019 which included replacement of the swivel, semi-circle bearings, vespel bearings, and needle bearing. Air dermatome, serial number 104647, was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: while the returned product investigation confirmed that the 00880100000 was producing too deep of a graft, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the patient required suturing due to receiving a too deep of a graft. No additional consequences have been reported as a result of this malfunction.